Event description:
It was reported that during an open cystectomy procedure, the clips were not properly fed into the jaw. Unk how case was completed. Surgery was prolonged one minute. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Damaged anti-backup. Eval summary: the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument, the anti backup lever was noted worn out but correctly assembled. Possible causes for this condition may be partially firing the device and forcing it back open. Please note that the device should be fully fired, returning to the full open position before another stroke is initiated; although this finding is not related to the reported firing issues. Additionally, the feed bar was found bent, therefore not allowing the proper feeding of the clips into the jaws. However, it could not be determined what may have caused the damage of the feed bar. The final quality release criteria were met before this batch was released for distribution.